Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the shoulder which is an off-label insertion site, on (B)(6) 2026. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. On (B)(6) 2026, the patient reported getting a cgm reading that was around 240 mg/dl. She did not do a fingerstick blood glucose test at that time. She felt her legs not working, frequently urinating and believed she was going into dka. The patient called paramedics and they arrived at about 8pm. The patient stated she was barely conscious when the paramedics arrived. No fingerstick was done by the paramedics and they took the patient to the hospital. At the hospital, they did a fingerstick which gave a bg reading of about 450 and they confirmed she was going into dka. Insulin was administered manually via the pump. The patient stated that she was still at the hospital and is undergoing dialysis. While at the hospital, she reported putting another sensor and got inaccurate readings. At the time of the report on (B)(6) 2026, the patient did not know how long she was staying at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.